Event description:
The patient ((B)(6)) has two percutaneous leads from the same lot. It was reported that following implantation, the patient developed a hematoma at the lead incision site which resulted in pain. The hematoma has since been drained, and the patient's condition is currently stable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.